Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was variation of the r-wave as well as the high voltage lead impedance. All other electrical parameters were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored via merlin.net.